Event description:
Per the clinic, the patient experienced an infection around the implant side. The abutment was removed (date not reported) and the patient was treated with oral antibiotics (dosage and duration not reported).

Manufacturer narrative:
(B)(4): implanted device remains.